Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks with 3 syringes of juvéderm voluma® xc. The patient reported having ¿severe swelling and a hard bump under the right eye¿ after the 5th day, and ¿a bump under the left eye and discoloration¿ a few days later. The patient reported currently having ¿deep creases in the middle of the cheeks that are more obvious when smiling.¿ the patient reported that their doctor believes the event may ¿an infection.¿ the patient was also injected with botox® but an injection site was not specified. The doctor withdrew fluids from the bumps a week later and was treated with 3 rounds of antibiotics such as cephalexin, ciprofloxacin, augmentin, was injected with an unspecified enzyme, and the bumps were massaged to smooth them out. The symptoms are ongoing.